Event description:
Technician alleged that the head of the bed would not go up. No injury was reported.

Manufacturer narrative:
The technician found a worn seal on the head up valve. The technician replaced the head up valve guide tube to resolve the issue.